Event description:
(B)(4). Since I had the essure procedure in (B)(6) 2012, my periods have changed dramatically. (I did not use any hormonal birth control before this, so I know what my periods were like.) I have severe cramping, bloating, and loss of energy that renders me unable to perform my duties 1-3 days of my cycle. I have extremely heavy bleeding and clots bigger than a half dollar. After my period, I have brown spotting for up to a week. Before my period, I lose a clear fluid for 2-3 days. I also have random cramping throughout the month, pain by either hip bone, and poking, stabbing pain on the left side. I am now having very tender (sore) breasts, as well. I have seen a doctor for these symptoms, but was told my tests were "normal." At this time, I have not seen the ultrasound images for myself.